Event description:
Correction: there was no snare device used in this case.

Event description:
It was reported that the procedure was to treat an 80% in-stent restenosis of a bare metal stent located in the right renal artery. After deployment of a drug eluting stent in the lesion without any issues during deployment, the trek balloon was being used for post-dilatation of the stent. The balloon inflated to 24 atmospheres; however, could not be deflated at all. The distal shaft outside the patient was cut in order to remove the guide catheter. Then when attempting to remove the balloon the upper shaft pulled apart. Only the balloon tip remained attached to the guide wire. A snare device was used to extract the balloon tip and the guide wire. The remaining system was then manually pulled through the artery and out of the patient. The patients femoral artery was torn and manual pressure was held for an hour until hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported deflation issue and difficult to remove could not be tested due to device condition. The cause(s) of the reported deflation difficulty could not be determined. The reported shaft separation was confirmed on the returned device which was most likely a result of balloon over-inflation and inflated balloon interaction with the deployed stent. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency. As reported, the balloon was inflated beyond the rated burst pressure and the nc trek was used for post-dilatation of the renal artery which is not indicated for. The nc trek instructions for use (IFU) states that the nc trek is a coronary device. The warning section of the IFU also states balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent overpressurization. Hemorrhage is a known potential adverse event as listed in the nc trek instructions for use (IFU).

Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp), incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.